Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 237 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised during troubleshooting the system crashed. Customer was at work and did not want to wait for system to come back up.